Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patient was seen by health care professional (hcp) for routine stimulator follow up. She reported that since one month after implant, so (B)(6) 2017 she has experienced the battery "turning". She did not communicate this to any one previously she thought it was part of the healing process. Hcp palpated and evaluated the battery and does not feel the battery is moving outside of what would be normal. Hcp did not feel any intervention is required for this issue. No surgical or relocation of battery planned. No surgical intervention occurred or planned. The issue was resolved at the time of this report. Patient is alive with no injury. No patient symptoms or complications were reported in this event.